Manufacturer narrative:
B3: the date of the event is unknown. As the patient stated they were experiencing pain and swelling during treatment, the event date is estimated as june of 2026. B5: the patient called and advised that the pain level was a 5 out of 10, the event is now considered non-reportable. H6: additional patient code 4577: swelling/edema without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
The sales rep advised that the patient is experiencing foot swelling and calf pain while using the opak. The patient was called to obtain more information but a voicemail was left. Update: (B)(6) 26: called the patient at (B)(6) , he advised that he experienced foot swelling and calf pain while using the opak. The pain level is a 5 out of 10. He didn't call the doctor. He still wears the unit a couple of hours a day and he is still experiencing pain. He has an appointment to see his physician on monday, will call back with an update.